Event description:
It was reported that the biomed stated that the arctic sun device failed the calibration for an error 80 expected 6 actual 23.0.

Manufacturer narrative:
The reported issue was confirmed. The root cause for the reported event is a failed mixing pump. T4 was 3.9 degrees, biomed ordered a new mixing pump. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.